Event description:
The customer contacted physio-control to report that their device would not detect a patient load while attached to a patient simulator via paddles lead ECG. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was the quik-combo therapy cable. Physio observed that there was physical damage where the cable plugs into the therapy connector on the device. It is unknown how the damage occurred. The customer has replaced the damaged quik-combo therapy cable with a spare from their inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.